Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with missing end cap sticker, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed during the manual prime. The drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 184 mg/dl. No further information reported.